Manufacturer narrative:
Complaint was confirmed. The returned dissector ar-7300ds was visually inspected. It was noticed that the tip of the inner tube was broken and had burning marks at the tip. Also, the tip of the outer tube was noticed to have burning marks. Based on the device evaluation, the cause of the event is by misuse by end user as the most likely cause is stated in the complainant's narrative that the device was used without irrigation.

Manufacturer narrative:
The device was received but has not yet been evaluated. Once evaluated, a supplemental report will be submitted. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a wrist scope procedure, as the ar-7300ds dissector was being used, tissue within the joint became charred. The rep stated the ar-7300ds was not being used with irrigation. After the incident, a different shaver was brought into resect the charred tissue with irrigation present. The rep stated there was not an arthrex representative present during the procedure. The rep cannot confirm if the patient's skin was burned or not.